Event description:
Additional information received reported that there was a fracture to the previously implanted complete se stent approximately 12 months post implantation. Pta and re-stenting were performed to treat claudication of the left leg approximately 12 months post index procedure. This was treated with a non mdt balloon and a non mdt stent. Patient recovered and no further clinical sequelae were reported.

Manufacturer narrative:
Results, conclusion: restenosis of vessel. Root cause of stent fracture undetermined. Device or procedural images not provided for review. Event date month and year valid.

Event description:
During index procedure complete se iliac stent was used to treat a dissection by a drug-eluting balloon. It is reported that approximately 10 months post index procedure, the patient experienced short occlusion of the left leg. The patient underwent diagnostic dus and conservative treatment. Severe calcification of the left groin and intima hyperplasia just above prior implanted stent are reported. The event is unresolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).